Event description:
It was reported that prior to use, the burr did not fit in the attachment. There was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the burr not fitting in the attachment was confirmed, the most likely cause of the failure was misaligned bearings in the attachment. It was also noted that the internal tube bearings were corroded and the laser markings on the attachment were faded. B3: notified date used as the date of event, as the event date was unavailable. G3: aware date used as date of analysis performed date, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.